Event description:
It was reported that, "the patient is experiencing pain in the lower right groin, sometimes from the knee all the way up to the hip. This began shortly after primary surgery and has gradually progressed to become very painful. Ultra sound and x-rays are inconclusive. Please contact her as soon as possible."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.